Event description:
It was reported that positioning issues and perforation occurred. In (B)(6) 2009 a greenfield filter was placed via the right femoral vein. A level of l2/3 interspace was identified with fluoroscopy and the filter was placed at this level and deployed. The filter opened normally with good positioning. In (B)(6) 2019, computed tomography (CT) of the abdomen showed the filter tip was level of lowest renal vein on right. The filter was tipped to the right with the filter tip near the inferior vena cava (ivc) wall and this measure about 12 degrees. There were three (3) struts that appeared outside the vessel wall posteriorly and medially; in the retroperitoneal fat.